Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ulaj serial# implanted: (B)(6) 2024; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are scheduled on (B)(6) 2025, to have the leads changed from left to right because the device is not working properly. The patient asked if they should be feeling a burning sensation or bruising sensation at the implant site. The patient mentioned that sometimes when leaning against a chair with a back, she feels the sensation. The agent asked clarifying questions, and the patient said they had noticed the sensation before and thought they  mentioned it to the healthcare provider. Patient service reviewed device function and recommended the patient consult with a healthcare provider for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ulaj, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device is still working but the leads were moved to the left side.

Event description:
Additional information was received from the patient. They reported that they had contacted their healthcare provider about the issue. They had an upcoming post op appointment on (B)(6) 2025. They noted that they had the leads changed from the right to the left on (B)(6) 2025. They noted that the cause of the burning sensation at the ins was unknown and that the doctors nurse felt that it just needed time to correct. They stated that the cause of the leads no working was also unknown. They stated that one week out from their revision surgery and their side was still tender and they had some burning.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6), serial# implanted: (B)(6) 2024 , explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ulaj, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.